Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose was 43 mg/dl. The customer has treated for their low blood glucose. The customer also reported receiving a lost sensor alert and sensor error alert with their sensors. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.